Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23april2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the ventilator was failing extended self test (est) with a patient wye blocked. No patient involvement.

Manufacturer narrative:
MFR rec¿d date 26sep2019 . Date of report rec¿d 26sep2019. Per biomedical engineer the hospital disposed the unit, and it is no longer in service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the ventilator was failing extended self test (est) with a patient wye blocked. No patient involvement.